Manufacturer narrative:
Correction b5: after the set was replaced there was ¿blood still in the tubing¿ (omitted on initial). Based on this information update the quantity to (B)(4) devices (reported as (B)(4) on initial). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was pediatric. Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow of blood into the filter from the non-baxter catheter when using a clearlink system non-dehp extension set; nothing was clamped and the unspecified pump was programmed and running. This was identified during patient infusion of lipids. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.